Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "expander was broken 18 months after being implanted" on an unknown side. It was not able to expand any longer and required a new intervention. Device has been explanted.